Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported left side " pain, fold in the implant, possible rupture", and event of "nodule" is not device related. Device remains implanted.